Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio imagery was provided and revealed calcification was present-in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed as the reported event was consistent with the investigation documented in the technical summary. Available information suggests that patient factors (calcification) have contributed-to the event as the provided 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position. During the procedure, the commander delivery system balloon ruptured with approximately 2cc of inflation volume remaining during the valve deployment. Blood was noted in the syringe. The valve did not fully deploy due to the balloon burst. No leakage was observed elsewhere in the system, and there were no difficulties with valve alignment or withdrawing the delivery system. In response to the balloon rupture, the team prepared a new 29mm commander delivery system. The replacement system was successfully advanced, and the valve was fully expanded and deployed in appropriate position. The valve post implant mean gradient was 6mmhg. No pre-implant bav was performed, and no extra inflation volume had been added prior to the event. No damage to other edwards devices was observed. No injury or clinical complication occurred, and the patient remained in stable condition following the procedure. The perceived root cause of the balloon burst was attributed to patient anatomy.

Manufacturer narrative:
Investigation is ongoing.